Event description:
It was reported that the patient developed a skin flap infection. The infection resulted in the opening of the implant site. The surgeon reported that the implant needs to be positioned deeper with better coverage. On (B)(6) 2013, the implant site was cleaned, flap was rotated, and muscle was laced over the implant. The patient was treated with cipro/levaquin. The patient is being monitored.